Event description:
The customer reported a device error message when the device is powered ion. No pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.